Event description:
Following a paroxysmal atrial fibrillation ablation procedure a pericardial effusion was confirmed by echo requiring a pericardiocentesis. Following a successful procedure the patient 's tension dropped from 8 to 6. Echo confirmed the effusion around the heart, protamine was given and a pericardiocentesis with autotransfusion was performed. The patient's tension was 10 following intervention and hemodynamically stable. There were no performance issues with any device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a paroxysmal atrial fibrillation ablation procedure a pericardial effusion was confirmed by echo requiring a pericardiocentesis. Following a successful procedure the patient 's tension dropped from 80mmhg to 60mmhg. Echo confirmed the effusion around the heart, protamine was given and a pericardiocentesis with autotransfusion was performed. The patient's tension was 100mmhg following intervention and hemodynamically stable. There were no performance issues with any device.